Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 30 days after the dental implant was installed in intraoral region #14 it was verified its non-osseointegration. Thirty ncm of primary stability was achieved and immediate load was not executed.